Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to his feeling. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests three times a day and manages his diabetes with lantus insulin in the morning (usually between 25-31 units based on his blood glucose result with the subject meter). The patient alleged that the issue began on (B)(6) 2011 at 8:30am. The patient indicated he obtained a blood glucose result of "279mg/dl" with the subject meter. In response to the reported result, the patient corrected and clarified he administered 25 units of insulin a few minutes later and proceeded to drive. Approximately 30-40 minutes after the alleged issue occurred, the patient claimed he began to experience symptoms of low blood glucose (blurry vision, shaking, and sweating) while driving. The patient indicated when he reached his destination, he was unable to move and get out of his car. In less than 30 minutes, the patient stated when he felt his symptoms begin to slowly improve he immediately consumed any candy he could find in the car. Once he felt he was capable, the patient stated he drove home and consumed more food. At an unknown time later, the patient indicated he obtained a blood glucose result of "199mg/dl" with the subject meter and "175mg/dl" with his neighbor's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. At the time of troubleshooting, the customer service representative (csr) verified the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.